Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through a pump reset. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.